Event description:
Event description cpi received information that this implantable pulse generator (ipg) exhibited a loss of output. Attempts to obtain further information regarding the device's serial number were unsuccessful.